Event description:
An (B)(6) baxter representative contacted baxter (B)(4) to report a flo-gard infusion pump with an inoperative keypad on channel 1; this condition had the potential to interrupt delivery. The failure occurred before usage. It is unknown in which care area this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an inoperative keypad on channel 1 was confirmed by service. This condition was caused by fluid ingress on the keypad flex cable. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.